Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26035. It was reported the patient's right lead has migrated into the ipg pocket which was confirmed by x-ray. Impedances are low on the right lead. Reprogramming was able to provide some therapy. Surgical intervention may be pending.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26035. Follow up information identified the patient underwent surgical intervention to remove and replace the two migrated leads. The patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.